Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported spring did not cock back into place for all three infusion sets. The first events occurred on 30-mar-2024, second event occurred on 10-apr-2024 and third event occurred on 17-apr-2024. The spring was pulling back of the spring for all events. The blood glucose level was 4.9-7.2 mmol/l for all events. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.